Manufacturer narrative:
The findings from the analysis conducted on the power switch were unable to reproduce the reported event. However, a contamination was found on the switch mechanism and it is speculated that this contaminent was introduced to the switch via a chemical agent which was sprayed or wiped on the device during a cleaning process. No further analysis is necessary and this is considered to be a unique event. This file has been closed.

Event description:
The service report shows that while performing a repair for an unrelated problem, the customer support engineer (cse) noted the audible alarm was intermittent. The cse replaced the main power switch and the unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.